Manufacturer narrative:
Correction: b2, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, following a parotidectomy, the clips did not hold, necessitating the insertion of several clips for simple vessel ligation. This resulted in hemorrhage and the formation of a compressing hematoma on the facial nerve. The patient experienced bleeding and faced a significant risk of facial nerve paralysis. Additionally, there was a loss of time during the procedure and the event led to an extension of the patient¿s hospitalization.